Event description:
We were treating sfa with 2x10cm sterling balloon. We then were treating sfa stenosis with medtronic complete 6x150cm self expanding stent through a 6f ansel 1 sheath from a contralateral approach. Stent deployed in distal sfa/popliteal. We were unable to remove the delivery system as it was catching up on the distal stent. It required antegrade stick and crossing the stent from ipsilateral stick and 4x10 sterling angioplasty and then we were able to remove delivery system. Diagnosis or reason for use: pvd gangrene.